Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered a single inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data and indicated that the noisy signals on the baseline are a baseline drift, and they indicate an impedance change in the system. A sense b impairment is suspected. The ts discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.